Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the lvad assistant that a pump exchange from one lvad to another lvad had taken place due to a tunneling percutaneous lead infection. The MFR was advised 17 days later that the lvad pump would not be returning for eval as it had been mistakenly thrown way by the operating room.

Manufacturer narrative:
The MFR was advised that the lvad pump was inadvertently thrown away by the operating room department at the hospital and will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.